Event description:
A distributor reported on behalf of a healthcare facility in japan that the y-piece of a rt125 infant bias flow breathing circuit was found cracked before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt125 infant bias flow breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the swivel of complaint rt125 infant bias flow breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of device revealed a crack along one of the swivel wye ports. Conclusion: the cracking is most likely caused due to improperly mixed material. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. The new pre-mixed material has now been implemented on the production line. All rt125 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt125 infant bias flow breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the y-piece of a rt125 infant bias flow breathing circuit was found cracked before use. There was no patient involvement.